Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample 1 from the patient on an unknown date and was tested on (B)(6) 2021 on xpert xpress sars-cov-2/flu/rsv and resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). A second sample from the patient was collected on (B)(6) 2021 and tested by a different lab on an unknown platform and resulted in sars-cov-2 negative (reported to physician). A third sample from the patient was collected on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). A fourth sample from the patient was collected on (B)(6) 2021 and tested by a different lab on an unknown platform and resulted in sars-cov-2 negative (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample 1 from the patient on an unknown date and was tested on (B)(6) 2021 on xpert xpress sars-cov-2/flu/rsv and resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). A second sample from the patient was collected on (B)(6) 2021 and tested by a different lab on an unknown platform and resulted in sars-cov-2 negative (reported to physician). A third sample from the patient was collected on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). A fourth sample from the patient was collected on (B)(6) 2021 and tested by a different lab on an unknown platform and resulted in sars-cov-2 negative (reported to physician). Pcr data was not provided, therefore results and curves could not be reviewed. The likely root cause is target near limit of detection or near cut-off. There is no evidence of product malfunction and no report of patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress sars-cov-2/flu/rsv eua IFU; "positive results are indicative of the presence of the identified virus, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.